Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer's pump was trying to deliver a bolus without any user interaction. Upon review of the pump data logs, the customer had been receiving multiple incomplete bolus alerts. Reportedly, the customer denied having navigated to the bolus screen. No reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.